Event description:
Patient's husband reported that the patient has had 3 v-go devices with the needle button popping out before 24 hours. Husband stated that last night the needle button popped out within 30 to 45 minutes and that this morning the v-go device popped out before 24 hours. Patient discard the v-go devices.